Event description:
It was reported that loss of capture threshold due to dislodgement was observed on the right ventricular (rv) lead. During revision, increased capture threshold was observed. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.